Event description:
The advocate stated that the customer tested his blood glucose using his contour meter and rec'd a reading of 92 mg/dl. After testing, the customer became dizzy and fell down. Paramedics were called, and they tested the customer's glucose at 41 mg/dl when they arrived. Paramedics treated the customer and he was hospitalized for 3 days. The advocate refused to troubleshoot. Customer service advised the advocate to return the test strips for evaluation. Replacement test strips were sent to the customer.